Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead experienced implant difficulties as the lead was unable to be fixed well. The physician then attempted implant with a sheath that experienced resistance while advancing the lead within in the sheath. The physician applied a double catheter method and the lead was able to be successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.